Event description:
Hospital advised that a 500 ml bag of cordorone was set up to infuse at a rate of 3.3 ml/hr. A total of 494 cc's infused in approximately 10 minutes. There was no patient consequence.